Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal es was deployed. Post deployment the pt's pedal pulses were checked and the pt was found to have only doppler pulses that was intermittent in comparison to the left pedal pulse. This was significantly different from pulses pre-procedure. The physician was notified and the pt was taken to the operating room for exploration. The operative report noted that an exploration and embolectomy of the vasoseal callagen plug was performed. Following surgery, bloodflow returned to normal. No further complications were reported.